Manufacturer narrative:
Device remains implanted in patient. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 14 days post implant, a 25 mm bioprosthetic aortic valve was replaced valve-in- valve with a transcatheter aortic valve. The reason for replacement was reported as increased gradient. No additional adverse patient effects were reported.